Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon is leaking and deflating quietly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device lot number provided does not exist with the product catalogue number; therefore, a DHR review could not be conducted. In our current standard operating procedure, the products are subjected to 100% visual inspection and leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Alleged event: the balloon is leaking and deflating quietly. The patient's condition was reported as unknown.